Manufacturer narrative:
(B)(4). The analysis results of cartridge (a) reload shows that the returned reload was unfired and out of its sterile package. Further evaluation of the reload found that the sled was out of position and missing making the reload non functional. Additionally, 3 staples were missing. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. Cartridge (b) was received for evaluation; it was noted to be unfired. The returned reload was loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there were seven reloads used on the same ec60 from begin to the end. The device could not fire at the first stroke of the first and fifth firing. No adverse event on the patient. Procedure was completed with same like device.